Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "aspiration is too low" (aspiration issue). The nurse reported that during phaco aspiration is too low. The system was switched out to complete the case. The nurse stated the surgeon may have inadvertently changed the settings. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and found a non-conforming handpiece. The customer did not return the handpiece for in-house testing. The system was then tested and met all product specifications. (B)(4).